Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. There were no difficulties connecting the non-cordis sheath with the vascular closure device (vcd), and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the vcd and the sheath were retracted together until bleed back slowed. The indicator showed black, and the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient. The procedure used a retrograde approach and was used after an interventional procedure, after which the patient was reported to be in normal condition. The operator was trained, and the vcd was stored and prepared according to the instructions for use (IFU). No device or package damage was noted before use. An 8f non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was confirmed on angiography, and the vessel diameter was verified to be at least 5 mm. There was no calcium, plaque, stent, or significant stenosis near the puncture site, and the site had not been previously closed within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present before vcd use. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was received in its manufactured position and was observed to be swollen, with the swelling associated with the presence of dried blood. The indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. During this visual analysis, no additional anomalies were observed, and no additional malfunction codes were identified. Since the cowling guard was received not locked, an attempt to lock the guard was successfully performed and the guard was locked. However, following this action, the indicator wire could not be deployed. Due to this condition, the handle was opened to verify the presence of the indicator wire within the device. The inspection confirmed that the indicator wire was present and that the components were properly assembled. However, when an attempt was made to advance the indicator wire to perform the deployment simulation, the wire could not be advanced. The deployment simulation of the indicator wire could not be completed, most likely because the plug was swollen and physically obstructed the indicator wire port, with the swelling and obstruction associated with the presence of dried blood. The most likely cause of the failure was an internal blockage located within the lumen of the indicator wire port, attributed to the swollen plug with adhered dried blood. This obstruction was confirmed during this inspection. To enable further evaluation, the delivery shaft at the distal end was cut to facilitate manual removal of the plug. Following removal, residual plug material was observed adhered to the lumen walls of the indicator wire port. The indicator wire is designed to exit its lumen in a defined trajectory aligned with the delivery shaft. However, the swollen plug, in combination with adhered dried blood, formed an internal barrier that generated resistance against the expected advancement of the wire. This barrier produced an opposing force that displaced the indicator wire from its intended trajectory. As a result, instead of following the correct pathway through its designated lumen, the indicator wire was deflected in the opposite direction, which prevented successful deployment. In summary, the swollen plug with associated dried blood caused a partial obstruction of the indicator wire port, altering the wire¿s trajectory within the delivery shaft and directly resulting in the failure of the functional deployment simulation. Therefore, the deployment test could not be performed, as the indicator wire was not able to be fully deployed. As part of the evaluation, the indicator window was manually manipulated to achieve the black/black position and subsequently the black/white/red position to verify that manual changes of the indicator window were possible. The indicator wire is designed to exit its lumen in a defined trajectory aligned with the delivery shaft. However, the swollen plug formed an internal barrier that generated resistance against the expected advancement of the wire. This barrier produced an opposing force that displaced the indicator wire from its intended trajectory. As a result, instead of following the correct pathway through its designated lumen, the indicator wire was deflected in the opposite direction, which prevented successful deployment. In summary, the swollen plug caused a partial obstruction of the indicator wire port, altering the wire¿s trajectory within the delivery shaft and directly resulting in the failure of the functional deployment simulation. Therefore, the deployment test could not be performed, as the indicator wire was not able to be fully deployed. As part of the evaluation, the indicator window was manually manipulated to achieve the black/black position and subsequently the black/white/red position to verify that manual changes of the indicator window were possible. A high-magnification microscopic inspection was conducted to evaluate the distal end of the delivery shaft, where the plug and indicator wire port are located. During this evaluation, the lumen of the indicator wire port was found obstructed by a swollen plug with associated dried blood. Prior to manual removal, the obstruction was clearly visible; after removal, residual plug material and dried blood were observed surrounding and adhered to the lumen of the indicator wire port. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue of no change to indicator window. The device was received with the indicator wire cowling guard not depressed and the indicator wire not deployed. Additionally, the plug was noted swollen with dried blood. This condition does not align with the customer¿s description of the event. During functional analysis, the indicator wire cowling guard was depressed; however, the dried, swollen plug was obstructing the indicator wire exit port preventing deployment. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. Furthermore, if the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition, and the deployment button would not be able to be depressed. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, triggering the indicator window to transition to black/black and allows the user to depress the deployment lever and release the plug. Without indicator wire deployment, the window would not transition, and the deployment lever would not depress unless excessive force was applied. Additionally, it was reported that an 8f sheath was used with a 7f exoseal which may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. There were no difficulties connecting the non-cordis sheath with the vascular closure device (vcd), and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the vcd and the sheath were retracted together until bleed back slowed. The indicator showed black, and the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient. The procedure used a retrograde approach and was used after an interventional procedure, after which the patient was reported to be in normal condition. The operator was trained, and the vcd was stored and prepared according to the instructions for use (IFU). No device or package damage was noted before use. An 8f non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was confirmed on angiography, and the vessel diameter was verified to be at least 5 mm. There was no calcium, plaque, stent, or significant stenosis near the puncture site, and the site had not been previously closed within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present before vcd use. The device will be returned for analysis.